Event description:
It was reported that customer experienced repeated cartridge alarm 20 events on pump, including with consecutive cartridges, and issue did not occur during loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections and a loaner pump while replacement pump was sent, and technical support arranged an in-warranty replacement, confirmed shipping details, provided instructions for storage mode, programming pump settings, and reconnecting continuous glucose monitor, and instructed customer to return problematic pump with pre-paid label after vacation; all information was provided by email.